Event description:
A caller reported an issue with their continuous glucose monitor, experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. After receiving guidance from technical support, the caller was able to perform a pump reset successfully, and the error did not reoccur, allowing the customer to start their sensor session without further issues.

Manufacturer narrative:
Remove b13 add b17.